Manufacturer narrative:
H.3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3: the date received by manufacturer has been used for this field. E1: address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nsyte autog bc foreign matter (plastic) on catheter end. The following information was provided by the initial reporter: please see some defective ivs we have found within the last month. These were all straight out of the package and found to be unacceptable for patient use. I work in day surgery; my unit starts many ivs on many types of patients. We have noticed that we have an increase in blown and unsuccessful IV attempts. After looking carefully at the distal ends of the catheters, we are seeing extra plastic at the ends, pieces of the hub that are attached to the catheter, bent catheters, etc. This is a potentially hazardous patient safety problem. Our nurses and medic have also complained that the instaflash technology is not functioning as well as the exact same catheters we have used in the past.

Manufacturer narrative:
Investigation results: our quality engineer inspected photograph submitted for evaluation. Bd received one photograph. Your report of a piece of the hub on the catheter could not be confirmed from the photograph that was provided for investigation. Nothing was observed in the photograph that would help confirm the reported issue. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional infromation.